Manufacturer narrative:
Continuation of d10: product ID b3400060m serial# (B)(6) implanted: (B)(6) 2023 explanted: (B)(6) 2025 product type extension. H3: further analysis has shown that the failure mechanism of the two open contacts was melting. The regions along the extension polyurethane tubing distal to the proximal stack were confirmed to be melted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was reported from patient. It was reported that it seems like the battery runs out fast. Patient stated that their neurologist said that if they go for 2 weeks without a charge, the battery will be down 50% in 24 hours. Patient said that they noticed a return of symptoms and did a crash course on how to recharge the device and it was at 0 and it took 2 hours to charge it up all the way. Patient asked if this was common. The patient was redirected to their healthcare provider to further address the issue. Additional information was reported from the patient. Patient reports the cause of the battery running out faster was a bad extension. Patient reports the scar tissue is more pronounced and is still painful. Additional information was received from the patient that the event reported - the wire leading from brain to battery was frayed; they wrote that the weight of the battery contributed to this issue. Patient wrote that the issue was resolved with wire replacement and expressed dissatisfaction regarding intervention.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID b3400060m, serial# unknown: product type extension. Section d information references the main component of the system. Other relevant device(s) are: product ID: b3400060m, serial/lot #: unknown, ubd: 01-apr-2024: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that manufacturer representative (rep) states the patient was having a normal battery replacement done end of service (eos) and during the surgery, they noticed the extension was worn out and causing positional impedances on the inactive contacts. All were "ok" or "investigate". This was discovered on the 20th. Rep states the patient still has the extension, as they did not have consent to replace the wire at that time. Additional information was noted. The patient had 2 open contacts at her battery replacement. We replaced the extension this week and there was a visible crack in the clear casing of the extension in question. Device dropped off for return analysis via fedex.

Manufacturer narrative:
The returned device was subjected to a series of standard tests that include but is not limited to visual inspection and electrical testing. The lead was returned segmented; however electrical testing of the returned segment(s) determined that continuity was complete and there were no electrical shorts between the circuits. H.11: fdc, fdm, and fdr were updated to reflect completed analysis in last supplemental, but text analysis was missing. Correction sent. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
See h.11

Event description:
Additional information was received: it was reported that they confirmed electro cautery was used at the s2 as well as the replacement and revision.

Manufacturer narrative:
Continuation of d10: product ID b3400060m serial# (B)(6) implanted: (B)(6) 2023 explanted: (B)(6) 2025 product type extension. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID b3400060m serial# (B)(6) implanted: (B)(6) 2023 explanted: (B)(6) 2025 product type extension medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was noted. The patient had 2 open contacts at their battery replacement. The extension was replaced and there was a visible crack in the clear casing of the extension in question. The cause was unknown at time of report. Intervention taken resolved the issue.